Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager needed to be reattached. The customer stated that this malfunction occurred while dispensing medication to patients. There were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the issue was due to defective microswitches. The field service engineer replaced both microswitches, securing all electrical and external pixie bus connections, and verifying proper operation through a hardware test application testing. The system functioned as intended after the field service engineer repaired the device.